Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as touch contamination. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. Treatment was not reported. One day after hospitalization the patient was discharged. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. The patient was recovering from the event at the time of this report. No additional information is available